Manufacturer narrative:
This lot was manufactured february 7, 2017 - february 8, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The device had been filled with 240ml of solution. After 108 hours of therapy, the device was found to not flow; 80ml of solution remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.